Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, alk- cd30+ lymphoma alcl.

Event description:
Health professional reported right side alcl lymphoma, seroma-late, device migration, and capsular contracture, baker grade "2/4". The device has been explanted. Patient representative reports left side swollen lymph nodes, breast swelling, rashes, anxiety, shock, chronic pain, and disfigurement. The events of "abdominal pain, stress, headaches, depression, emotional trauma, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability" are deemed not related to the device.